Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that after the use of an autolog iq instrument and autolog washkit, it was reported that when the nurse was tearing down disposables, there was a leak/spill at the centrifuge. It was reported that blood was introduced into the system, and got underneath. Customer said the unit was leaking, but it appears they do not know the specific name of the leaking part. The instrument was replaced to complete the procedure. It was also reported that patient blood loss did not occur because of the issue. An error warning message did not appear and there were no visual, audible or performance abnormalities. The bowl or tubing was not re-seated/reinstalled/replaced and blood was not discarded because of the issue. The use of the washkit device was unknown. There was no patient impact associated with this event. Medtronic received additional information that the device leaked from the bowl. Medtronic received additional information that the issue was only with the washkit, there was no issue with the instrument.